Manufacturer narrative:
Exact date unknown, event occurred in (B)(6) 2017. Additional suspect medical device components involved in the event: product family: scs-linear leads: upn: (B)(4), model: sc-2316-50, serial: (B)(4), batch: 2000016722/2000016313.

Event description:
It was reported via facility medwatch mw5094530 that the patient was experiencing pain and discomfort. It was also reported that the patient was experiencing random overstimulation. The patient was administered with cortisone injections and underwent an explant procedure. The explanted devices were not returned and were discarded.